Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, while inserting a variable angle locking screw device, it was observed that the torque limiting attachment device broke into multiple pieces. The reporter stated that no pieces of the device fell into the patient and all pieces were retrieved. There were no delays to the surgical procedure as a spare device as available for use. The surgical procedure was successfully completed without further incident. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the coupling device broke into multiple pieces was confirmed. An assessment was performed on the device which determined the coupling shaft is broken. It was reported that due to the damage the unit could not be tested. The assignable root cause of the broken device was determined to be due to component wear from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.